Manufacturer narrative:
The device was returned for analysis. The reported guide detachment was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an extra corporeal membrane oxygenation (ECMO) cannula removal procedure. Reportedly, after the level was lifted to deploy the foot, the patient tried to sit up. The physician tried to remove the device, but only the proximal part of the device was removed. The distal part of the guide remained in the patient anatomy. The distal guide was removed with a snare using a contralateral approach. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.